Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file data confirmed a driveline power fault alarm; however, a specific cause cannot be conclusively determined through this evaluation. The controller event log file contained data spanning from 30dec2020 at 00:00:49 to 31dec2021 at 14:51:01, per the timestamp. A controller_internal_fault alarm flag was momentarily active on (B)(6) 2020 at 10:21:54 and was associated with a (f2) ocp_a_open fault flag. Following the resolution of the controller_internal_fault alarm flag at 10:21:54, the (f2) ocp_a_open fault flag remained active and a (f4) pwr_a_broken fault flag was activated. On (B)(6) 2020 at 10:21:56, the driveline_power_fault alarm flag became active. The driveline_power_fault alarm flag, as well as the (f2) ocp_a_open and (f4) pwr_a_broken fault flags, remained active for the remainder of the log file. No other notable alarms were captured, and the pump appeared to have been operating as intended. An abbott technical services representative recommended a modular cable/controller exchange. The patient remained ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), until it was exchanged on (B)(6) 2021 (refer to cs-149401). Additional information was requested from the account; however, nothing has been communicated at this time. The heartmate 3 left ventricular assist system instructions for use and patient handbook outline all system controller alarms, as well as how to respond to each alarm condition. Additionally, the patient handbook also lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 28nov2017. The heartmate 3 left ventricular assist system instructions for use is currently available. Section 5 cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 outlines all system controller alarms as well as how to respond to each alarm condition. This section also provides instruction regarding how to care for the driveline. Section 8 states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 left ventricular assist system patient handbook is currently available. Section 4 contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 cautions the user not to twist, kink, or sharply bend the driveline. Section 5 outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number MFR # 2916596-2021-05726. Related manufacturer report number MFR # 2916596-2021-05730.

Manufacturer narrative:
Age and weight are estimated. The investigation results will be provided in the final report.

Event description:
It was reported that log file submitted showed on (B)(6) 2020 at 10:21:56 multiple driveline power faults (pwr a) and at 10:21:56 controller internal faults. There was no interruption in pump support during these events. Images obtained revealed that on the modular cable, it showed an area of concern below the power leads. Additional information was requested but not provided.